Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Upon troubleshooting, the field service engineer (fse) inspected and confirmed that the panhandle brake was malfunctioned. The remote alert and review of system log files that the control 75 float tabletop key was active at startup. To resolve the issue, fse replaced the panhandle. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated a remote alert indicating the float table top key was active at startup, which can impact booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.